Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 17.6 mmol/l at the time of incident. The customer stated that the insulin pump did not exit and no delivery alarm occurred during fixed prime. The customer stated that the insulin did exit during manual prime after reconnecting the reservoir and infusion set. The representative explained to the customer that the alarm was caused by the infusion set or the reservoir occlusion. The insulin pump will not be returned for analysis.